Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. Visual inspections revealed exposed wires on the power supply. No fraying on the right angle extension cable was observed. The extension cable functioned as intended with no problems found. The cardiomems unit was plugged in and sparks were observed from power supply due to exposed wires. The back plate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires on the power extension cable was confirmed.

Event description:
Investigation of the unit confirmed the exposed wires were present on the power cord not the power extension cable.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics unit was replaced and there were no adverse consequences reported by the patient.